Event description:
It was reported that the 9800 system had poor image quality and the collimator closed down during a case. The 9800 system had to be removed and the procedure was completed with another. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.